Event description:
It was reported that there were difficulties programming or interrogating the device. It was noted that there were sources of potential electromagnetic interference present. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).